Event description:
It was reported that this inflatable penile prosthesis (ipp) presented an inflation problem caused by a hole in the tubing connected to the reservoir, resulting in fluid loss. The reservoir was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for crx preconnect: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Updated initial reporter email e1.

Manufacturer narrative:
D4 unique identifier (UDI) for crx preconnect: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented an inflation problem caused by a hole in the tubing connected to the reservoir, resulting in fluid loss. The reservoir was explanted and replaced. There were no patient complications reported.